Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the infusion set cannula was crimped. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. No further information was available.